Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubble anomaly. The issue had been happening for about 8 months. At one point their blood glucose level shot up to 300 mg/dl. The customer's blood glucose was 150 mg/dl at the time of call. The customer stated the air bubbles were all over in the reservoir. They had to change the reservoir 2 times a day. Troubleshooting was performed. The air bubbles were successfully removed. They were advised to monitor the issue. The reservoir will not be returned for analysis.